Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed due to the receiver not powering on, but will turn on with a known good battery. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was downloaded for review finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged receiver battery. No injury or medical intervention was reported.